Event description:
During a routine shift check by a clinician, the device displayed "pacer fault 116" and "defib disabled" in all modes. Complainant indicated that there was no pt involvement in the reported malfunction.